Event description:
It was reported the system responded with an unknown error. The customer used a 2nd handpiece and proceeded with the case. There was no patient consequence. The caller was not present, and did not have exact details.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was noted. The hand piece was disassembled, a torn acoustic isolator, and evidence of moisture ingress were found in the instrument.